Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The patient stated that a beeping sound occurred and wasn't sure if airflow was properly working so the patient use oxygen only. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed. Error code e-96 was recorded in the event log. The device's min board was replaced to address the issue.